Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holders, the plunger head was cracked by the screws, the bottom case was cracked, the display window was scratched, and there was visible contamination on the top and bottom cases. Primary audible background test found in pump event history log. During functional testing using the infusion and occlusion test, the reported issue of primary audible alarm background test was unable to be duplicated. The root cause was unable to be determined. The speakers and the interconnect board were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a primary audible alarm. No patient injury was reported.